Manufacturer narrative:
The medical device problem and type of investigation coding has been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. Replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received questionable results when tested with coaguchek xs meter serial number (B)(6). At 12:20 p.m., a sample from the patient was tested using the nurse's unknown meter, resulting in a value of 4.8 inr. This result was reported for the patient. At 12:25 p.m., a sample from the patient was tested using the complained meter, resulting in a value of 4.5 inr. At 12:46 p.m., a sample from the patient was tested using the complained meter, resulting in a value of 4.1 inr. At 1:22 p.m., a sample from the patient was tested using the complained meter, resulting in a value of 5.8 inr. The patient's therapeutic range is 2.0 - 3.0 inr.